Event description:
During endoscopic vein harvesting, the vasoview hemopro malfunctioned. A plastic piece involved in the hemostatis partially broke loose from the device. It did not come completely off of the device and was removed from patient's leg with device.